Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s hardware sleep/wake (lock) button was nonresponsive, and the user was instructed on proper button use and to perform a device restart; blood glucose readings were reported as unaffected and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no impact on daily activities or medical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issue could not be reproduced during the call and that a restart was advised as a corrective action. It was concluded that the device remained functional and that no adverse health event occurred.